Event description:
Initial information was received from a physician on (B)(6) 2011: a (B)(6) female patient received one vial of poly l-lactic acid (sculptra aesthetic) (lot# and expiration date unknown) on (B)(6) 2009 diluted to 6cc and had 3cc injected in each of her cheeks to volumize her cheeks. He said it did well building the collagen and was working very nicely. The patient came back on (B)(6) 2009 and was injected with another vial of sculptra aesthetic, 6cc dilution with 3 cc in each cheek. She was not seen until (B)(6) 2009 and was doing fine. On (B)(6) 2010, she came with a nodule in her left cheek. The physician tried to treat the nodule first with a dilution of saline but it did not improve. On (B)(6) 2010, the patient came in with three nodules, one on the left side and two on the right side. The physician injected triamcinolone [kenalog] 5 mg, 1 cc into each nodule. Since then, the physician saw the patient about 20 times and tried to inject the triamcinolone into solid pieces of firm built up subcutaneous deep material. The physician has injected a "multiple mountain" of triamcinolone and has built up the resulting valleys with fillers like hyaluronic acid [restylane] and hyaluronic acid [perlane]. The patient also had two episodes in which both her cheeks had swelled up and she was started on systemic steroids each time it occurred. At the time of the report, the patient was improving. The physician requested some compensation for the work and material used on this patient. No further relevant information was provided.